Event description:
A customer reported a cartridge alarm 20 after experiencing two previous alarm 30 alerts. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.